Manufacturer narrative:
The event is related to vns stimulation. Device diagnostics are not available to confirm proper device function. Article citation: sanossian, n., haut, s. Chronic diarrhea associated with vagal nerve stimulation.

Event description:
It was reported in an article reviewed by manufacturer that a vns patient developed chronic diarrhea after the vns device was programmed on. The physician programmed the device off, and the diarrhea resolved. The device was turned back on to repeat the trial of vns. As the vns device output current was increased, the diarrhea recurred. Thus, the vns device was permanently programmed off with an immediate improvement in the symptoms. The patient has remained without diarrhea since the device was programmed off.